Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation, but samples for similar complaints have been analyzed. The precipitates were isolated and inspected using various laboratory analytical methods. The analysis concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. (B)(4). A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
A customer reported to baxter (B)(4) that a small amount of precipitate had formed in the predilution line. There was one bag of accusol hanging at the time and all bags had been mixed. No medication was added via the aqualine (also no heparin via the syringe driver). No specific alarms were noticed prior to the event. Sample was not available. There was no injury or medical intervention reported.